Event description:
New information received noted patient had been exhibiting dyspnea.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.